Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. A set screw mark was noted on the proximal connector, sens a contact pin which indicates proper connection location. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this field clinical specialist contacted boston scientific's technical services. This patient was being seen in-clinic due to a report of possible shock therapy. The local representative believes that the device may have been exhibiting t-wave oversensing at higher rates. The field clinical specialist confirmed that the patient received inappropriate shock therapy due to t-wave oversensing. A treadmill test was performed and the device was re-optimized. A new morphology template was acquired. No oversensing was identified during the treadmill test. Boston scientific received information from a product experience report (per) form that this patient was presented back to the electrophysiology (ep) laboratory in late-(B)(6) 2018. This subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. A replacement implantable cardioverter defibrillator (ICD) device and transvenous right ventricular (rv) defibrillation lead were implanted with no patient adverse effects. The electrode was received in boston scientific's return product department.